Event description:
Upon opening a q6 box, the hospital reported the pouch was partially "unsealed". An investigation determined an incomplete or weak seal did not meet specifications for this device. No patients were involved.